Event description:
Arjohuntleigh has been informed about the incident with opera passive lift. During the pt positioning from the wheelchair on the lift (located across and non in front), pulling the pt for the sling to sit it him properly, lift lost the stability. Device has been inspected by our company representative visiting the site.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh (B)(4) on behalf of the importer arjohuntleigh inc. This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh was informed about an incident where it was indicated that the opera lift tipped during the pt's transfer in sling to the wheelchair. Neither caregiver nor any pt were injured in the incident. When reviewing similar reportable events, we have found a number of cases with similar fault description (tilting sideways). The trend observed for reportable complaints with this failure mode is currently considered to be very low and stable. It has been established that the lift device (opera) and the sling was being used for pt handling at the time of the event. No malfunction could be found on the opera lift and no malfunctions were indicated on the sling that could have caused or contributed to the event. Therefore, the lift and the sling which work as a system were found to have been to specification when the event took place. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears the person in the sling in the opera was not correctly positioned above the chair. This would mean that the hanger bar was not positioned over the center of the chair. In such a situation to bring the pt over the center of the chair the caregiver may have decided to pull the pt into place which can destabilize the lift. It appears more likely that the person in the sling was vehemently pulled into the desired position and the lift toppled in the direction that was pulled. This constitutes a use error: not placing the lift as described in the instructions for use (IFU), not avoiding the use of the body of the pt as leverage. The possible sequences of events presented above seems to be the most probable and to be in line with the event description. Our eval appears to be in line with a use error having occurred. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU and the correct lifting procedure would have been followed the event would have been avoided. It appears more likely that the training provided for the facility staff involved was insufficient. From this eval it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.